Manufacturer narrative:
Evaluation summary: the device was in vivo approximately one day before the alleged event occurred. No product or manufacturing information is available for evaluation. The revised cluster-holed shell is not available for analysis, and the device condition is unknown. The revision components are unknown. Surgery notes are unavailable, and it is unknown if the components were implanted as according to the surgical technique. Pre-op and post-op x-rays are unavailable. It is unknown whether the dislocation happened at the femoral head/liner interface, or at the shell/liner interface. The dislocation may have been due to one or combination of the following mechanisms: unsatisfactory placement of component parts (either the stem or shell), unsatisfactory liner implantation, extent of component stability, extent of soft tissue tension and patient behavior. H6: evaluation codes: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.

Event description:
It is reported that the patient experienced an operative hip dislocation same day of initial surgery. Device was implanted and revised in 2008.